Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing unilateral pain relief due to high impedances on half of their scs paddle lead. In turn, the patient underwent surgical intervention wherein the scs lead was explanted and replaced with another lead to address the issue.